Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. H3: device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that when the tube is inserted into the saf-t holder device, the tube does not fill with blood as it should. Then when the tube is removed, blood began to flow out of the saf-t holder device. There was patient involvement, and no patient harm/adverse event reported.